Manufacturer narrative:
The reporter¿s occupation and health profession are unknown at this time. The scope was returned to the service center for evaluation. The customer¿s complaint of ¿no image¿ was confirmed as a black screen was observed during evaluation. A portion of the bending section glue was found to be missing. The bending section rubber and bending section glue were both identified as non-olympus. No leak test could be performed due to the missing glue and bending section rubber. The bending section of the scope was noted to be crushed. The objective lens was noted to have unevenness on the seal. The scope¿s switches# 1-4 were found not working. A non-olympus light guide tube and video cable were noted on the scope. The scope¿s angulation could not be checked due to the non-olympus rubber. The scope¿s control knob movement was noted to be heavy. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during preparation for use, when the scope was plugged in no image appeared. There was no patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the reportable malfunction of no image was likely caused by breakage of the charge-coupled device (ccd) unit or video connector board due to fluids or moisture which invaded the device through the location where the glue was missing. Moreover, since the subject device had a trace of third party repair, there may have been some error in repair which led to occurrence of abnormal image. The following is stated in the instructions for use: "use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.